Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was capped and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.